Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure this right ventricular (rv) lead when placing the lead into the heart the lead became stuck just below the valve likely in the trabeculae, and could not be removed with gentle tugging. Due to the lack of surgical back up the physician did not want to pull too hard on the lead to try and remove it. It was noted that the patient become unstable with some runs of ventricular tachycardia due to the location of the lead and the blood pressure dropping. Finally competitor leads were implanted and the procedure was completed. It was noted that the patient will likely have this rv lead removed at a later date. This lead will be returned once removed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that due to the lead being through of the tricuspid leaflets the lead was left in situ and thus will not be returned.